Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a burred guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 0.018¿ x 50cm nitinol guidewire. The sample was received in its plastic hoop. Usage residues were observed in the coil region. Tactile inspection of the sample revealed a rough region of the guidewire at the coil/core transition. Microscopic inspection of the core/coil transition revealed a dislocated coil. Bunching of the coil wire was observed. The reported and observed ¿roughness¿ appeared to be caused by the coil wire dislocation; however, the cause of the dislocation was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include wire manipulation prior to or during attempted use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported there was a burr on guidewire, unable to advance wire through needle. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a burr on guidewire, unable to advance wire through needle. No other information provided.